Event description:
Case description: this case is a spontaneous report from the united states received from a consumer via a specialty pharmacy on (B)(6) 2014. The pt is a (B)(6) female of an unreported height and race, who first received tyvaso (treprostinil) via inhalation on (B)(6) 2010 for primary pulmonary hypertension. Inhaled (ih) treprostinil dosage was 18 ti 54 mcg (3 to 9 breaths) four times daily at the time of the event. No relevant medical history or concomitant medications were reported. The pt reported the battery end had burned and would not hook to the back of the pump. The battery smelled burnt. The pt is not sure how it happened and thinks that it may have touched silverware on the table. The pump works as intended with the ac wall adapter. A new battery was sent to the pt. No adverse event reported as a result of the potential product malfunction. Initial reporter: consumer name/address withheld. (B)(4). Usage of device: initial use of device. The investigation is incomplete at the time of this report.